Event description:
It was reported that when the physician put the catheter in, it was torqued and broke off in the patient. The break was 15-20 cm from the hub and the physician was able to retrieve it. There was no patient injury reported.

Manufacturer narrative:
Additional information regarding the procedure are pending and will be submitted within 30 days upon receipt in addition, the device is available for testing and evaluation but the engineering report is not yet available.